Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 01/28/2022, it was reported by a distributor via phone that a ar-3638 fibertaks suture broke. This occurred on (B)(6) 2022 during a labral repair when shuttling the suture the suture frayed, and then broke. A new ar-3638 was opened and used to complete the case. There were no fragments produced, and no patient effect reported.